Event description:
It was reported that the patient experienced difficulty charging the ipg and inadequate stimulation despite reprogramming attempt. Tha patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned per hospital policy.